Event description:
An apparent lead fracture was reported, with undefined resistance measured at >9,999 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.